Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. The hospital biomed subsequently replaced the flow sensor to resolve the issue.

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. There was no report of patient injury.